Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set leaked from where the ¿bottom of the filter and the tubing are connected.¿ this occurred during priming with a non-baxter drug. There was no patient involvement. No additional information is available.